Event description:
Additional information from the health care professional of the foreign clinical study reported, the event was resolved. The event was assessed by the clinical investigator as not serious and related to the procedure and linked to the electrode.

Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) had migrated (¿electrode migration¿). Reprogramming of the ins was performed as an action required as a result of the event. The lead (¿electrode¿) was then replaced. Event resolution was not known and the patient status was unknown at the time of report. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported by the physician of a clinical study indicated, the patient had a return of urinary incontinence due to electrode migration. The event date was (B)(6) 2015. Information on action taken and date of recovery was not received yet, if additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).